Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 190 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer stated that the suspend on low limit in the sensor settings was 60. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.